Event description:
A user facility reported that an intraocular lens (iol) was exchanged for the same model, different power lens due to the pt's dissatisfaction with vision. Limbal relaxing incision (lri) was also performed at the time of the initial surgery. Additional info was received from the clinic mgr who reported the event has resolved following the exchange.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional info was provided which indicated an approved cartridge was used with the appropriate handpiece and viscoelastic. Not enough info was provided to conduct a review for the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number for the lens. Additional info has been requested and received. (B)(4).